Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: escitalopram and cymblta. Concomitant products included bupropion, dicycloverine (dicyclomine) and folic acid (vitafol). In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced anxiety ("anxiety / psychological or psychiatric problems condition: anxiety"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("severe low back pain"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain ("severe abdominal cramping") and gastrointestinal disorder ("gastrointestinal problems"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, back pain, vaginal discharge, anxiety, gastrointestinal disorder and irritable bowel syndrome had resolved. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, irritable bowel syndrome, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: all symptoms resolved after removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2015: full occlusion of fallopian tubes quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-jun-2018: pfs received. Patient reported full hysterectomy performed on (B)(6) 2018 (incident). All the symptoms resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.